Event description:
The intended procedure was a therapeutic transurethral resection of the prostate.

Event description:
The technical service engineer (oms) was informed by the medical assistant at the user facility that the high frequency electro surgical generator (esg) unit obtained error e433 during inspection prior to starting a transurethral resection of the prostate procedure. The generator was replaced with another esg unit. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information and to update the following sections: a3, b5, d9, e1, e2, e3, g2, g3, g6, h2, and h10.

Manufacturer narrative:
The referenced device was returned to the repair center (oms) and the technical engineer performed the evaluation. The e433 error was confirmed and determined to be due to a defective generator board as a the generator board was replaced. The device tested within operating specifications. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical service engineer (oms) was informed by the user facility that the high frequency electro surgical generator (esg) unit obtained error e433 during inspection prior to starting surgery. The generator was replaced with another esg unit. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Based on the service inspection performed it was identified that the generator board was the cause of the reported issue. Error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1. The user activates the foot switch while the generator is booting (temporary error caused by user action). 2. Faulty foot switch (temporary error). 3. Faulty foot switch (temporary error, faulty reed contact). 4. Defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). 7. Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.